Event description:
It was reported that in (B)(6) 2016 the patient had atrial fibrillation and the lead presented with low out of range, high voltage lead impedance. Subsequently, the patient presented again another episode of atrial fibrillation with low shock impedance that caused possible high voltage circuit damage. The device was explanted prophylactically by physician's decision, following the advisory for premature battery depletion with implantable cardioverter defibrillator. There was no harmed to the patient.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2017-23954, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).